Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object in the nozzle and cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the customer cleaning disinfection and sterilization (cds) processes and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Investigation on nozzle foreign material: based on the results of the investigation, reprocessing was confirmed to have been practiced in accordance with instructions for use. Olympus confirmed foreign material on the distal end of the nozzle, but the type of the material or a definitive root cause could not be determined. Investigation on cover foreign material: based on the results of the investigation, olympus confirmed foreign material on the distal end of the cover. It is likely that physical damage to the residue point on the device may have prevented the foreign material from being removed on the cover. However, it was unknown whether reprocessing was practiced in accordance with instruction for use and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.